Event description:
Follow-up identified the patient experienced loss of stimulation due to the damaged lead. Effective stimulation was restored following implantation of a new lead on (B)(6) 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's lead was damaged. As such, surgical intervention was undertaken to explant the lead. The lead was implanted in 2010 or 2011.